Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert to connect the cgm after starting a new sensor and remained in warmup, during which the user experienced hyperglycemia with a reported value of 305 mg/dl trending down; after warmup completion the cgm connected, and the user resumed insulin delivery on the pump per guidance. Symptoms included nausea. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included remote troubleshooting and education regarding cgm warmup completion, restoring cgm connection, and resuming insulin delivery. Investigation of this case revealed that the hyperglycemia occurred while the cgm was disconnected during sensor warmup, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.